Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to confirm the customer comment that the analyzer had an intermittent signal on the atrial channel. The analyzer passed all incoming functional tests.

Event description:
It was reported that an intermittent signal was observed on the atrial channel of the analyzer and that it failed to pace. The analyzer was replaced and the issue was resolved. The analyzer was returned to service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.